Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) hospital- added due to character limitation in respective field.

Event description:
It was reported the ultrasound gastrovideoscope had water leakage without waterproof cap. It is unknown when the issue occurred during. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, h3, h6, h11 the device was returned to olympus for inspection and it was confirmed that reprocessing procedure was incorrect. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.